Event description:
Caller reported a malfunction on pump. There was no reported impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which malfunction code did not recur. Customer may continue to use pump and was instructed to call back if any malfunction code recurs. Caller acknowledged and understood.